Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for occipital neuralgia reported in 2012 the device was shocking them and the wires were disconnected. The shocking was every day, but also stated to "sometimes not be as bad since sometimes it was one to two times per week." When the shocking occurred it could be anywhere from five to 10 minutes, and came in little bursts which were bearable. As a result the physician did a revision surgery to reconnect the wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.